Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure on (B)(6), 2009, the intestinal j-tube was impossible to rinse. On (B)(6), 2009 the patient underwent a fluoroscopy procedure where it was found that the intestinal j-tube was kinked. The physician straightened it with a guidewire and put it in place. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. (B) (4) - procedure to remove j tube kink. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure on (B) (6) 2009, the intestinal j-tube was impossible to rinse. On (B) (6) 2009 the patient underwent a fluoroscopy procedure where it was found that the intestinal j-tube was kinked. The physician straightened it with a guidewire and put it in place. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.